Event description:
On 3/10/94, the pt had a transoral odontoid resection and 2:2 articular screwing for cervical fixation. She complained of pain in 5/94. X-ray revealed fracture of the right fusion screw, lateral dislocation of the lateral mass on cl on the left side, and protrusion of the left screw into the foramen magnum. On 5/24/94, she had a cranial occipital cervical fusion done posteriorly.